Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge") balloon catheter was advanced to dilate the lesion. However, on the first inflation at 4 atmospheres, the balloon ruptured after being inflated for 5 seconds. The device was completely removed from the patient and was exchanged with a 1.5mmx120mm non-bsc balloon catheter to perform a plain old balloon angioplasty. Then dilatation was performed using a 2mmx100mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.